Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). Calcium chloride was programmed to infuse over 10 minutes but ¿had residual in the ivpb container, which should completely empty since the pump is programmed to vtbi (volume to be infused) of a designated amount¿. There was patient involvement but unknown outcome.

Manufacturer narrative:
The actual date of event is unknown. Root cause : the root cause for the reported issue of an under infusion - ivpb - calcium chloride was not determined because no products or device logs were returned.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). Calcium chloride was programmed to infuse over 10 minutes but ¿had residual in the ivpb container, which should completely empty since the pump is programmed to vtbi (volume to be infused) of a designated amount¿. There was patient involvement but unknown outcome.